Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and asthenia ("lack of energy") and was found to have weight increased ("weight gain") and heart rate irregular ("blood or heart disorder / condition type: irregular heart beats"), 2 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anger ("angry"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, anger, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraine"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), heart rate irregular ("irregular heart beat") and uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular and uterine leiomyoma had not resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, fibroids quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury was replaced with events from pfs: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, hormonal changes, migraine, nausea, dental problems, vision problems, weight gain, fatigue, irregular heart beats, multiple fibroids, did not undergo essure confirmation test. Outcome of events added. Essure removal date and procedure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and asthenia ("lack of energy") and was found to have weight increased ("weight gain") and heart rate irregular ("blood or heart disorder / condition type: irregular heart beats"), 2 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("abnormal bleeding (menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anger ("angry"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, anger, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems. Urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and asthenia ("lack of energy") and was found to have weight increased ("weight gain") and heart rate irregular ("blood or heart disorder / condition type: irregular heart beats"), 2 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anger ("angry"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, anger, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and asthenia ("lack of energy") and was found to have weight increased ("weight gain") and heart rate irregular ("blood or heart disorder / condition type: irregular heart beats"), 2 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anger ("angry"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, anger, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("bladder or urinary problems or changes: uti"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), heart rate irregular ("blood or heart disorder / condition type: irregular heart beats") and uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, hormone level abnormal, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems., urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters added and patient demographics were added. New events - abnormal bleeding (vaginal), anxiety, depression, hair loss, lower abdomen pain were added. Updated events: abnormal bleeding (menorrhagia) (heavy menstrual bleeding) previously reported as menorrhagia (heavy menstrual bleeding), blood or heart disorder / condition type: irregular heart beats previously reported as irregular heart beat, migraines / headaches previously reported as migraines. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included overweight, adenomyosis and uterine leiomyoma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2009, the patient experienced nausea ("nausea"), fatigue ("fatigue") and asthenia ("lack of energy") and was found to have weight increased ("weight gain") and heart rate irregular ("blood or heart disorder / condition type: irregular heart beats"), 2 years 4 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia) (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), anger ("angry"), tooth disorder ("dental problems"), visual impairment ("vision problems/ vision eye problems") and abdominal pain lower ("lower abdomen pain") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with surgery (she had a robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, anger, migraine, nausea, tooth disorder, visual impairment, weight increased, fatigue, heart rate irregular, uterine leiomyoma, vaginal haemorrhage, anxiety, depression, alopecia and abdominal pain lower had not resolved and the asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, heart rate irregular, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: previously reported insertion date was 2004. Plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, fibroids. It was reported that she had left side 4 trailing coils, right side 1trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lack of energy was added as a event & one event was updated from hormonal changes to angry. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.